Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant stopped working on (B)(6) 2017 and she went to recharge, but the implant would not take a charge. It was clarified that she meant she was not getting any coupling bars when recharging. The patient noted two healthcare professionals had said that the implant was still in a good place and in good shape. It was confirmed that the implant battery was empty and stimulation was off. The recharger battery was 1/3 full and the patient had six bars then lost coupling bars. The patient mentioned that she had to lay on a hard book to get all the coupling bars she needed when recharging and it was hard and really hurt to lay on the book. The patient stated that the implant battery got hot the last time she fully recharged. Troubleshooting involved the antenna locate feature but did not resolve the poor coupling. The patient was able to get eight coupling bars. The patient reported she fell up the stairs really hard recently and confirmed 2016 and that the antenna was pushing on her and was hurting. It was clarified that the patient had lost weight and the implant sat on the top of her skin and it hurt when she was recharging. A replacement was sent. The indications for use were non-malignant pain and failed back syndrome-other.